Event description:
It was reported that a incorrect longevity estimate was observed on the device after an MRI. Abbott technical support was contacted and recommended reprogramming, which was anticipated to resolve the event. The patient was stable and there were no adverse consequences.